Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via merlin at home transmission. No recommended programming changes were made. Patient was asymptomatic and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.